Event description:
During the initial placement of coil in to the aneurysm, the trufill dcs orbit complex 5x10 didn't make its own shape. The microcatheter (mc) was an excelsior sl-10 45 shape. There was no resistance felt when the coil exited the mc.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 13249919 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. No nonconformance records or excursions were found for lot 13249919. Additional information will be submitted within 30 days of receipt.